Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a mild dissection and macro-embolism occurred post-atherectomy. The two target lesions were located in the sfa. Both lesions were tasc classification a, 60mm in length, 75% stenotic, and severely calcified. To treat lesion #1 the physician used a stealth solid crown 2.0mm for 3 runs: 1 at low speed for 30sec, 1 at medium speed for 30sec, and 1 at high speed for 30sec for total run time of 1min, 30sec. Post intervention stenosis = 50%. He then treated via angioplasty with a 4x120 pta balloon at 10atms for 3mins with post-angio residual stenosis of 5%. To treat lesion #2 the physician used a stealth solid crown 2.0mm for 2 runs: 1 at medium speed for 25sec, and 1 at high speed for 30sec for a total run time of 55sec. Post intervention stenosis = 30%. He then treated via angioplasty with 4x120 pta balloon at 8atms for 1min with post-angio residual stenosis of 5%. No other lesions were treated. A mild dissection was noted in the sfa artery and was resolved in the lab via pta. No stent was placed. Also, a macro-embolism in sfa was resolved in the lab via aspiration catheter. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Eval summary: the device was discarded by the facility.